Manufacturer narrative:
All of the buttons are functioning properly. No damage was found on the keypad assembly noted. No button error alarm during our testing. No unlocked lcd keypad connector during our visual inspection. No isolation tape damage noted on lcd the board. The insulin pump was monitored for 24 hours, no blank display noted. No unexpected low battery or off no power alarms noted. All operating currents are within specification and passed functional test, including the self-test, a21 error test, displacement test, rewind, basic occlusion test, occlusion test, prime test, off no power test and excessive no delivery test. The insulin pump was received with cracked reservoir tube lip, minor scratched display window, cracked case at the display window corner, cracked battery tube threads, cracked display window and cracked case.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the device screen would turn black when buttons were pressed. Customer's blood glucose was unknown. Customer was advised to discontinue use of the device and revert to a back-up plan per health care professionals' instructions. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.